Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Unit properly tested with displacement test and self test. 0.0 can be seen when programing a basal due to functional keypad. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding of the insulin pump. The customer¿s blood glucose level was 112 mg/dl. Customer states that numbers are ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was response from a button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.